Event description:
During an electrosurgical procedure in the hospital, a split grounding plate was used. The customer provided two photos showing a female leg on which a reddening approx 11 cm in length and 6 cm in width can be seen. It has the approximate shape of the grounding plate used. The customer complained it as a defect. No further info has been made available so far on the pt, brand and model of the electrosurgical generator used and its safety features, the nature of the surgical procedure and its duration, the skin preparation and the position and orientation of the grounding plate relative to the surgical area. It is also unclear, what has caused the reddening and of what severity it was. The photos seem to indicate a first degree burn. Upon repeated requests the only info provided is that the injury had not been specially treated and had healed quickly.

Manufacturer narrative:
As the device involved has not been available, only the retained samples of the same lot have been tested thermally, electrically, for their adhesion and inspected visually. All samples were found to perform within the limits and no faults could be detected. As no further info has been made available so far despite of our efforts, no conclusions as to the cause of the incident can be drawn. This incident is reported on the basis of doubt about the severity of the injury and might well be not reportable.